Event description:
A complaint involving a microclave¿ clear neutral connector experienced leakage. The reporter stated that the fluid was leaking inside of the microclave. About half of the microclaves was filled with fluid. The event occurred on 23-aug-2024. There was patient involvement and no adverse event. The medication was unknown non-hazardous drug (not chemo).

Manufacturer narrative:
The lot number is unknown which in turn makes the manufacture and expiration dates unknown. E1 - initial reporter phone number and email are unknown. The complaint came through the following reporter: (B)(6). Portfolio sales specialist- (B)(6). Email: (B)(6). Phone: (B)(6). Investigation summary: received one (1) used. List #mc100, microclave¿ clear neutral connector; lot #unknown. Fluid observed in microclave body no other physical damage observed. The seal appears to have slit propagation and tearing as received and observed. Customer complaint of fluid leaking inside of the microclave is confirmed. Probable cause is due to mating with an incompatible mating device. No mating device was returned. The dfu states: needle free connectors are compatible with iso male luers having an internal diameter between 0.062 inches (1.58 mm) and 0.110 inches (2.8 mm).